Event description:
Implant migration resulting in revision surgery. On (B)(6) 2012 - a 14mm solus lumber spacer was implanted in a patient with a grade 2 spondylolytic spondylolisthesis at l4-l5 vertebrae. Upon deployment of the internal blades distraction of the l4 vertebrae occurred to a degree in which the surgeon was not comfortable. The surgeon then elected to un-deploy the blades, leaving the implant in place as a standard alif cage. A buttress screw and washer were added to provide protection from cage migration. On (B)(6) 2012, a planned surgery to add supplementary posterior fixation was performed. A fluoroscopy image taken at the time revealed the solus spacer had migrated and was protruding several millimeters past the anterior cortex. Revision surgery to remove the migrated spacer occurred on (B)(6) 2012. The solus spacer was removed without issue and replaced with a cortical ring spacer. Two buttress screws and washers (one at l4 and one at l5) were inserted to provide additional protection from any type of migration.

Manufacturer narrative:
The alphatec solus anterior lumbar interbody fusion (alif) system is a spinal fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade (B)(4). The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatecs zodiac spinal fixation system, aspida anterior lumbar plating system, or the illico mis posterior fixation system. The supplied IFU (ins-060) provides indications for use and warnings to aid in preventing this type of occurrence. All implants are intended for single use only and should not be re-used under any circumstances. Warnings and precautions: once the implant anchoring blades have been deployed into the surrounding bone, the implant must not be un-deployed and repositioned. The implant must not be reused. Indications: the alphatec solus anterior lumbar interbody fusion (alif) system is indicated for spinal fusion procedures in skeletally mature patients with degenerative disc disease (ddd) at one or two contiguous levels from l2-s1 with up to grade 1 spondylolisthesis or retrolisthesis at the involved level(s). Ddd is defined as back pain of discogenic origin with degeneration of the disc confirmed by history and radiographic studies. These patients should be skeletally mature and have had six months of non-operative treatment. The alphatec solus implant is intended to be used with autograft. The device is intended for use with supplemental fixation that is in addition to the integrated blades.